Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 64 mg/dl and milk was consumed to address the bg level. The customer thought the low bg may have been due to over-calculating for breakfast and was not related to the pump or supplies. The customer reported that while walking he fell and landed on the pump breaking the glass screen. When the screen protector was removed the glass fell out. The customer was to use insulin injections for insulin therapy.